Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had poor hand washing techniques and the patient did not clean the exchange area before starting therapy. The peritonitis was manifested by cloudy effluent. On the same day as onset, the patient was hospitalized for the event. Also on the same day, the patient was discharged against medical advice. Two days after onset, the patient began treatment with ciprofloxacin (500 mg, daily, oral, for thirteen days) and cestaz (1.5g, nightly, intraperitoneal, for 13 days) for peritonitis. On an unknown date, the patient was retrained for aseptic technique. At the time of this report, the patient was recovered from the event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.